Event description:
A discordant, falsely high b-type natriuretic peptide (bnp) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same advia centaur cp instrument in triplicate, resulting lower. The corrected result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant b-type natriuretic peptide result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and discovered that quality controls were out of range. The cse cleaned the wash blocks and changed water. The cse replaced the waste tubing from the wash blocks and ran quality controls, which were within the acceptable range. The customer then observed errors while calibrating the bnp method. The cse replaced the reagent pack and calibrator and obtained a valid calibration. The cause of discordant b-type natriuretic peptide is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.